Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose reading of over 400 mg/dl with extreme drowsiness, symptoms of dehydration, and a moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on insulin pump therapy. The patient¿s health care provider allegedly had made adjustments to the basal rate. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history. The reporter indicated that potential causes for the blood glucose excursion included miscounting carbohydrates, incorrect manual calculation of dosage, and overriding the dosage recommended by the bolus calculator feature. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.